Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient implanted with a neurostimulator (ins) reported that the controller says settings not available when she tries to increase the stimulation. Patient was on group b and that the stimulation was stuck at 3.0 and she could not increase the stimulation, so she decreased the stimulation to 2.9 and tried to increase the stimulation again, however the stimulation will still not increase. Pt confirmed that the ins is fully charged to 100%. Pss suggested that the pt try another group, so pt tried group a in which the stimulation was at 0.0 and the pt was able to increase the stimulation level. Pt noted that group a doesn't help relieve her crps as well as group b. Pt then tried group c in which the stimulation was at 2.9 and the pt was able to increase the stimulation level. Pt noted that group c is better for her crps pain relief, however that group b is the best for her relief. Pt then went back to group b which was still set at 2.9, however when the pt tried to increase the stimulation, the controller displayed settings not available again. Pss redirected pt to hcp to coordinate an appt for possible ins reprogramming to resolve this issue. Pt states all of these issues first started "like a couple months ago", but that yesterday she was having massive amounts of pain, so that's when she tried to increase the stimulation again and that's when settings not available appeared again on the controller. Additional information was received from the patient and it was reported that the patient was unable to increase the intensity of the stimulator. The manufacturing representative (rep) said it seems to be due to trauma. Six of the leads aren't working. The rep gave them 3 new programs to try they just finished the trail for all 3. Only one gave them mild relief. They were told the surgeon will have to go back in and fix them.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient was unable to increase the intensity of the stimulator. The manufacturing representative (rep) said it seems to be due to trauma. Six of the leads aren't working. The rep gave them 3 new programs to try they just finished the trail for all 3. Only one gave them mild relief. They were told the surgeon will have to go back in and fix them. 2020-10-19 patltr (con) patient responded back from follow up sent. Patient reported manufacturer representative reported leads weren't working and they must have had trauma. Rep told patient that 6 of the 16 weren't working. Patient reported they had just been trained on a new program so put patient on that program. Patient was given 3 groups to try and was to trial each on for 5-7 days. Groups b<(>&<)>c provided virtually no pain control and couldn't leave it on group b longer than 3 days so has kept it on group a. The pain is still not well controlled at all and patient is in constant pain in back and feet and that causes crps flares in right leg. Patient will be talking to hcp about fixing 6 leads.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.